Event description:
A pt with all was in the o.r. Undergoing port insertion and bone marrow aspiration. During the bone marrow aspiration of the lumbar area, the biopsy needle broke off at the hub leaving the needle in the pt. The needle was retrieved intact with needle nose pliers. No further intervention needed. There were no adverse affects to the pt.